Event description:
During insertion of the catheter, the m.d experienced difficulty in placing the catheter. He held the catheter in place and removed the stylet. Then the stylet was re-inserted and some resistance was felt. The catheter was removed and it was discovered the stylet tip had exited the catheter side holes during re-insertion of the stylet. The unit was replaced with no adverse impact to the pt. The instructions for use provided in each carton of catheters cautions under item #6: warning: to avoid perforation of the heart wall, use stylet only to facilitate initial penetration.